Manufacturer narrative:
(B)(4). Device evaluation: the lens was received in a specimen cup in an unknown liquid at the manufacturing site for evaluation. Visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at a 6-month clinical study visit, the subject was unhappy, complained of near visual acuity (va), blurred va in the left eye (os) and requested for the lens to be explanted. The intraocular lens (model zxt225 17.5 diopter) was explanted from patient¿s left eye in secondary surgical procedure. A replacement lens of the same model, but different diopter (18.5) was used. There were no surgical interventions such as vitrectomy, incision enlargement or sutures required. The patient¿s outcome at the time of discharge was reported to be good and there was no patient injury. Uncorrected distance visual acuity (ucdva) for the left eye (os): 20/30, best corrected distance visual acuity (bcdva) for os: 20/20. Preoperative visual acuity: uncorrected distance visual acuity (ucdva) for the left eye (os): 20/80, best corrected visual acuity (bcva) for os: 20/20. The 1-month visit was on (B)(6) 2019. Monocular ucdva ¿ od: 20/30; os: 20/30, monocular bcdva ¿ od: 20/25; os: 20/25 . No further information was reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.